Event description:
Early 70¿s male with history of tachycardia syndrome. Procedure: implantation of right sided dual chamber pacemaker. The dilator of merit 6f prelude snap sheath is not open on the tip. It was not usable, could not thread the wire. Not used on patient. Manufacturer response for introducer, catheter, prelude snap¿ (per site reporter) will obtain.